Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was complaining of chest pains. The patient had received multiple shocks for a slow ventricular tachycardia (vt). Therapy exhaustion occurred in one episode before rhythm slowed and self-terminated. The shocks were delivered appropriately. During the device evaluation, the patient had reportedly became combative and had to be restrained. A popping sound was heard and the patient reported feeling a stinging sensation. The left ventricular (lv) lead was then tested and displayed out of range impedances greater than 2000 ohms with increased pacing threshold measurements. It was uncertain what the lead configurations were not available at that time. The local field representative who was present during this stated the patient had vomited several times increasing their heart rate, at which time a magnet was placed over the device to prevent the patient from being shocked. The heart rate slowed once the patient became calm. An electrogram (egm) was ordered, revealing the patient was having polymorphic ventricular tachycardia (vt). Programming changes were made and an increase in medication per physician's orders.

Manufacturer narrative:
According to our records, the left ventricular (lv) lead and the device remain implanted with no change, this investigation will be updated should further information be provided.